Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that the device housing pin was missing and the vanes were worn. The device also failed pretest for rotational assessment. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was not locking. During in-house engineering evaluation, it was determined that the motor device housing pin was missing and the vanes were worn. The device also failed pretest for rotational assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.